Event description:
A customer reported that the ophthalmic system lamp in the upper illumination module was not functioning. Procedure details and patient impact were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).